Event description:
It was reported the pump was replaced due to end of life. The catheter was cut in the operating room and replaced in 2009, (same day as pump replacement). The drug in the pump was morphine. The patient recoveremd without sequela.

Manufacturer narrative:
Final device analysis revealed no anomaly found - normal device function. Results: catheter. Final catheter analysis revealed two small holes in the distal catheter piece. The first one was located 19.6cm from the proximal end of the distal piece. The second one was located 30.2cm from the original proximal end of the distal piece or 10.6 from the proximal end of the distal piece after it was cut for decontamination. The hole in catheter appeared to be user related.